Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: medical device catalog, serial number, unique device identifier, medical device model and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the remote manager was having difficulty with recognizing the hasp being in the latch. A field service engineer (fse) replaced the microswitches and wiring harness and rebooted the system to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.